Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Surgeon of the hospital reported via stryker (B)(4) sales reps, and brand manager (B)(4), that on (B)(6) 2010, the pt underwent a hip revision surgery. The implants were removed and replaced by a prosthesis from another brand.